Manufacturer narrative:
Blocks d4 (lot number and expiration date) and h4 have been updated with additional information received on may 31, 2023. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation on april 20, 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with axios biliary drainage procedure performed on (B)(6), 2023. During the procedure, the axios stent was unable to fully deploy and the drain ended up in the abdominal cavity. Surgical intervention was done to retrieve the device. There were no patient complications reported as a result of this event. Additional information received on may 15, 2023. The stent's first flange was deployed; however, while pushing back the axios delivery system, the axios stent came out of the bile duct.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on april 20, 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with axios biliary drainage procedure performed on (B)(6) 2023. During the procedure, the axios stent was unable to fully deploy and the drain ended up in the abdominal cavity. Surgical intervention was done to retrieve the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation on april 20, 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with axios biliary drainage procedure performed on (B)(6) 2023. During the procedure, the axios stent was unable to fully deploy and the drain ended up in the abdominal cavity. Surgical intervention was done to retrieve the device. There were no patient complications reported as a result of this event. Additional information received on may 15, 2023: the stent's first flange was deployed; however, while pushing back the axios delivery system, the axios stent came out of the bile duct.